Manufacturer narrative:
(B)(4). The review of the manufacturing records verified that this lot met all pre-release specifications. The images provided did not allow for an evaluation in relationship to this event. The images received were .jpg format so unable to be manipulated. Per the gore® viabahn® endoprosthesis instructions for use (IFU), a warning is given that w. L. Gore & associates has insufficient clinical and experimental data upon which to base any conclusions regarding the effectiveness of the gore® viabahn® endoprosthesis in applications other than the endovascular grafting of superficial femoral or iliac arteries. Furthermore, w. L. Gore & associates acknowledges that as with all procedures that utilize techniques for introducing a catheter into a vessel, complications may occur. These complications include, but are not limited to a trauma to the vessel wall (including dissection) and / or death. Concomitant medical products: gore® tag® thoracic endoprosthesis, therapy date was (B)(6) 2016, (B)(4).

Event description:
At the afternoon of (B)(6) 2016, the patient was to be implanted with a conformable gore tag® thoracic endoprosthesis for the treatment of a massive dissection of descending aorta, which was extending from the inferior border of the left subclavian artery to the left external iliac artery. The conformable gore tag® thoracic endoprosthesis was successfully implanted in the target site by intentionally covering the left subclavian artery. After than an angiography indicated the tear of dissection was well treated, the physician wanted to further implant an 8mm x 5cm gore viabahn® endoprosthesis (vbh080502w/15219528) in the left subclavian artery as a branch graft. After exchanging the preseted soft guide wire inside the left subclavian artery to an amplaze guide wire, the viabahn device was advanced. However the viabahn device was advanced over the target site and protruded into the ascending aorta lumen, difficult to move back. During attempts of moving back, the patient happened an arrhythmia together with an obvious drop of heart rate and blood pressure, after being performed cardiac compression and medicated, the patient was stable to continue the procedure. The physician had to deploy the viabahn device due to the failure of positioning. During finding the deployed viabahn device, a new dissection in the ascending aorta was indicated by angiography and the tear was closed to the innominate artery. An urgent consultation with the cardiac surgery department was done and decided a follow-up for two weeks before taking further action. The deployed viabahn device was found moving to the level of renal artery inside the abdominal aorta, then was pulled down to the external iliac artery. The patient was stable, so the procedure was ended and the patient was moved to ICU for monitoring. On early morning of (B)(6) 2016, the patient was reportedly expired. The detail of death and root cause was unknown.